Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was manufactured from june 3, 2014 to june 4, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.